Event description:
It was reported that the patient's newly implanted device was not providing any lead trend data and showed high lead impedance on printout. However, follow-up threshold tests showed the lead to have normal, acceptable values and that the lead was functioning well. Additional information indicated that the device never had the detections turned on. No trend data is collected until after vf detections have been turned on for the first time. The device performed as designed and is still implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Date of death to not applicable. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std (save to disk) review - not tested. Std file possibly corrupted and could not be opened or translated.